Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 229 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.